Event description:
It was reported to philips that the device displays an intermittent black x and will not power on until all power sources are removed. There was no reported patient involvement/adverse patient impact.